Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the cuff and balloon were removed and replaced. During the procedure a small hole was identified in the balloon upon removal. The cause for the perforation was unknown. The patient did not experience any adverse events and was sent home the same day.